Manufacturer narrative:
Device evaluation: this distal balloon bond is delaminated. Colored water was introduced into the balloon lumen and visually there is a fluid path where the distal balloon bond has delaminated. Water was introduced through the pressure and infusion lumens and the water flows from where it should. The entire device was visually inspected and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed and this device met all specifications upon distribution. A product risk assessment was opened for coronary sinus catheter distal balloon bond failure and is applicable to this event. A CAPA was opened for investigation into ep balloon bond delamination and is applicable to this event. The CAPA is currently in process. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
(B)(4) - coronary sinus catheter - endopledge component - balloon leaking during prep it was reported that the endopledge was tested in prep and the balloon would not blow up. The ep was replaced with another one which functioned normally. The sales rep said she played around with the catheter and the balloon would not blow up and the saline seemed to leak from the transition point of the distal tip of the catheter. While holding a finger over this transition area the balloon would hold the volume. Also seemed that saline injected into the balloon lumen would also flush through the other lumens. Send letter to (B)(6); send replacement to (B)(6).